Event description:
I wanted to use my contact lens saline solution to flush a foreign particle out of my eye. I grabbed the clear care solution, thinking it was the saline. Ouch! It stung so bad, and then I realized it was the clear care which is hydrogen peroxide. I see they have had this problem for years. Yes, there's is a red cap. I had no idea the red cap meant anything. They should have a different shape bottle than all of the other ophthalmic solutions for use in the eye. I flushed and rinsed my eye with saline and pure water. Three hours later, it is better, but still hurts. Actual error: no. Outcome: temporary harm/injury so far. It's only been 3 hours. Error was discovered: eye pain. (B)(6).